Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was low battery message. Patient (pt) reported the message started a few months ago but now appearing constantly, pt cannot even charge their device. The message came up when charging the implant or when turning it on. The controller battery was not low but sometimes went from 100% to 30% and then back up. Pt confirmed they had no issues charging from the wall. Pt saw no damage. No symptoms were reported. Pt called back stating they are still having issues when trying to charge implant; caller stated they see replace controller batteries soon (70) and sometimes the controller is blank/unresponsive and wont turn on at all. Caller does not have cord with them at the time of the call. Patient services specialist (pss) explained how to reset the device and pt will try that when they get home. Redirected caller to patient services (ps) once they have the equipment with them for further troubleshooting if needed. Patient called back stated they received the rtm but still getting message replace controller batteries. Ps asked patient to inspect the controller pins, and battery pack tabs and patient said there is no visible damage.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), and product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), and UDI#: (B)(4). H3: analysis of the device, model # 97745, s/n (B)(6), revealed bent system connector pin and broken stim button bosses. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.